Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, hyperglycemia, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing, on (B)(6) 2019 with blood glucose level 678 mg/dl at time of incident and treated with saline or intravenous drip, potassium and morphine at hospital and currently using the shots to treat blood glucose. Customer was assisted with troubleshooting. Customer stated that they were trying to calibrate and noticed that blood glucose was high. Customer stated that they have contacted their health care professional regarding the high blood glucose. Customer stated that they did not use the auto mode feature. Customer stated that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer stated that they stopped using the insulin pump after hospitalization. Customer alleges insulin pump was under delivering because they think that the insulin pump did not delivering right amount of insulin. Customer stated that they performed high pressure test and test result was yes. Educated customer that the insulin pump was working as designed. The reservoir and infusion set will be and insulin pump and sensor will not be returned for analysis.